Manufacturer narrative:
(B)(6).

Event description:
As part of (B)(6) study (B)(6) experienced "thin scale demolition trochanter major - new observation when compared to 3 months follow-up" as noted in comment section on 1-year follow-up radiographical examination. Aemb classified this event as adverse device effect (ade). The event was not considered serious as no indication of treatment or significant complications due to this event were noted. Please be aware that as part of study reporting phase all (B)(6) study data underwent a systematic review. Any indication of previously undocumented adverse events have been collected and underwent an uniformed sponsored review by aemb. Events were never classified as adverse event by the reporting surgeon but have only received sponsor's classification by the aemb on 16th july 2018. No further information available nor able to be obtained.

Manufacturer narrative:
Initial assessment was not properly performed and MDR was filed by error. The event was not considered serious as no indication of treatment or significant complications due to this event were noted. Event did not led to the death or a serious deterioration in the state of health of the patient and no medical intervention was required to preclude a permanent impairment to a body part or function.